Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0870 inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Unable to confirmed total units of normal bolus delivered on 02-jun-2024 due to insufficient data in pump history. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover and label damage (serial number label stained). No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found during testing and in the pump history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported the sensor issue. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia, for which treatment was unknown. The troubleshooting was performed. The event involved products mmt-381a, mmt-1884l, mmt-332a, and mmt-7040a. The troubleshooting was not performed. It was unknown if the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. It is unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-381a. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-7040a.